Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system had no audio at the time of the event. The fse replaced the device motherboard and reinstall the device software to resolve the customer issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporter phone # (B)(6).

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating an abnormal speaker that did not allow sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.